Event description:
The customer reported that during a planned vitrectomy/buckle procedure, the vitrectomy unit would not work and an error message displayed. The surgeon was unable to complete the case, and the vitrectomy portion of the procedure could not be performed. The pt may need to return for add'l surgery. The pt outcome was reported as good. The doctor stated that this was the first procedure following a system upgrade, and he believed the failure was due to the upgrade.

Manufacturer narrative:
The company svc rep examined the system and confirmed the failure. Further testing found a loose pin connection on the w-51 cable. The cable was repaired and reseated; the system was retested and met specifications. The complaint history was reviewed and there were no similar complaints reported for this system. A review of the complaint data indicated no adverse trends for the reported issue. The cable was not returned for further investigation. The root cause of the loose pin connection could not be determined. A nonconforming w-51 cable can lead to the error code reported by the customer.